Event description:
During transfer of the pt to the angio table, the lateral locks on the tabletop failed to hold the tabletop in place. The tabletop slid away from the stretcher during the transfer. The pt had to be lowered to the floor by the attendants. No injury was reported.